Event description:
Information was received that the cadd administration set reported faulty occlusion and influenced less fluid being delivered than the pump reported was delivered. There was no occlusion in the admin set. There was no adverse event reported.